Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was returned to the designated complaint unit for independent evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. A review of the customer provided image found labelling confirming the product identification information. The meniscal suture loops can be seen in their case separated between the shaft and the hub. The pieces of the kit are not latched into their correct space in the package. A visual inspection of the returned device found that it was not returned in its original packaging. The meniscal suture loops are separated between the shaft and the hub. There is debris on the needles and the suture loops. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after opening the package, the set meniscus mender broke. The procedure was completed with a s+n back-up device. Surgical delay of less than or equal to 30 minutes reported. No patient injury or other complications were reported.